Event description:
Customer reports that lancet does not fully retract inside of the softclix lancet device. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.